Event description:
A low glucose reading issue with the use of the abbott diabetes care (adc) device was reported. Customer received unspecified low glucose sensor scans on an abbott diabetes care (adc) device compared to unspecified blood glucose test readings obtained on a healthcare professional (hcp meter. The customer experienced sweating and being lightheaded and was unable to self-treat due to their symptoms. The customer presented to the hospital and unspecified lab glucose test was obtained lending to the customer being administered 1 gallon of IV fluids and 3 shots (2 shorts and 1 long action) of insulin (dose/type unspecified) by a healthcare professional in a hospital. The customer also there was no report of death or permanent impairment associated with this event. An adc glucose value by adc sensor scan of 48 mg/dl was compared to a blood glucose test obtained in the healthcare professional (hcp) meter reading of 270 mg/dl, which when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in the mount properly. Data was successfully extracted from the returned sensor using approved software. Sensor was found to be in sensor state 5. Visual inspection was performed on the sensor plug assembly, and liquid contamination was observed on the sensor¿s pcba (printed circuit board assembly). Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings and the observed liquid contamination did not impact the sensor¿s ability to generate accurate readings. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.